Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to oxygen blending module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's pollen filter, ac cord clamp missing, 43-micron filter, oxygen blending module blender gasket kit dirty, required to replace. Device¿s blower operation noisy, replacement required. Device's active exhalation control module, flow sensor assembly physical damage, replacement required, which was not related to the malfunction/issue.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to oxygen blending module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.